Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint photo of sample was evaluated and the reported event was not confirmed. A picture of the product was provided and examination of the picture indicates that the superior side of the articular surface with some red color spots on the articular surface (may be blood) and screw was also visible in the picture with no visible damage. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The complaint device will not be returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Product discarded.

Event description:
It was reported the patient underwent a right knee arthroplasty. Subsequently, a revision was performed due to global instability and a loose screw. The polyethylene component was removed and replaced. A patella resurfacing also occurred. Attempts have been made and no further information has been provided.